Manufacturer narrative:
Corrosion damage was noted throughout the internal components of the device.

Event description:
The micro reciprocating saw was sent for evaluation due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.